Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the device was not helping their symptoms. Patient said it was working at night a lot better than it was before but their incontinence still wakes them up 2 -3 times at night to go to the bathroom. Patient also said during the day they drink something and it goes right through. Reviewed option to stay on the same program and increase stim. The patient was redirected to their healthcare provider to further address the issue. The patient called in requesting to talk to the manufacturer representatives (reps) on (B)(6) 2026. The patient said none of the programs were working for the patient so they were programmed with custom programs but the patient couldn't find them. The agent reviewed the patient needed to scroll down on, and the patient was able to find to the custom programs. The patient called back on (B)(6) 2026 and mentioned previously reported information regarding their problems selecting the right program. The patient stated that they'd been having a lot of problems and that they'd been having several tries to find the right program. The patient mentioned that about a month ago, one of the reps came to their urologist and showed them how to change programs. The patient also mentioned that during their trial, they found out exactly how their therapy would work for them, but when they had the permanent implant, they couldn't find a program that worked for them. The patient then stated that they were at the hospital for 5 days due to dehydration and that they were not keeping any water in their system. The agent then reviewed general therapy information and walked the patient through checking their programs. The patient stated that they will change their program and did not request guidance in adjusting their stimulation. The patient was redirected to their healthcare provider (hcp) if the issue persisted.